Manufacturer narrative:
The patient's previous driveline tear is reported in MFR # 2916596-2020-05037.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed driveline (dl) wire damage that would have contributed to the reported low speed and pump stop events captured in the submitted log files. Additionally, the report of inflow cannula malpositioning was confirmed based on the submitted computed tomography (CT) image. Lastly, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported declined in renal function could not conclusively be established through this evaluation. The submitted log files contained data from (B)(6) 2020. Multiple low speed and pump stop events were observed throughout the files. The low speed and pump stop events were observed while the patient was supported by both the power module and while on battery power. It was noted that a driveline repair was performed on (B)(6) 2020, and additional low speed and pump stop events were observed after the repair. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline (dl) replacement was performed on (B)(6) 2020 and approximately 19¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed throughout the length of the returned driveline. Removal of the rescue tape revealed several tears to the outer silicone jacket of the driveline. Upon removal of the outer silicone jacket, the bionate layer had a dark discoloration but no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was also observed on the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was ultimately received a pump exchange on (B)(6) 2020 to another heartmate ii pump. (B)(6) was returned assembled with the dl cut approximately 1.5¿ from the pump housing and the distal portion of the dl was returned in two segments ¿ an approximately 11¿ middle segment and 24.5¿ distal end segment. Evidence of a previous driveline repair was observed. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft and outflow graft bend relief were not returned. The outflow graft bend relief collar was returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pins of the metal connector were free from deformation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No damage was observed to the outer silicone jacket for each segment of the driveline. Examination of the middle segment revealed a bump in the bionate layer. No tears were observed to the bump. The remaining bionate layers of the other driveline segments were unremarkable. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use, however severe breakdown was observed on the middle segment. Upon removal of the metal braided shielding, each of the wires were observed to be breached on the middle segment. The observed breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source using a grounded patient cable, the resulting electrical short to ground could have resulted in the reported pump stop events. In addition, a phase-to-phase short could have also potentially occurred if the exposed wires from any of the wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable. Incidental findings: the log files captured elevated powers during pi events. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 5, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ the heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06mar2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by technical services (ts) that the patient's log file captured 6 pump stops and 62 low speed advisories on 10sep2020 and then again between 01oct2020 and 02oct2020. Ts reported that this type of behavior has been linked to potential issues with the percutaneous lead and that the issues appear to be occurring on batteries. In order to identify a possible location of where the compromise in the lead is, ts requested that x-rays be obtained. Ts reported another possibility, which is that there could be a potential blockage in the pump that is affecting the rotor's ability to spin. During the low speed periods, the pump power ramped up significantly (as high as 18 watts). Ts asked if there was additional clinical data such as elevated ldh levels, dark colored urine, decreased left ventricle unloading, increased heart failure symptoms, or cannula/pump malposition, that could support the presence of thrombus. Additional information communicated on 02oct2020 reported that the patient has been asymptomatic and is hemodynamically stable. It was reported that the patient then took it upon herself to tape the entire length of the driveline and twisting of the area was noted when she arrived in the emergency room. The patient has not endured any trauma and their weight has been stable. No particular movements are associated with the alarms. Lab have been drawn and are pending. The patient does not have any heart failure symptoms, nor does the patient appear to be in heart failure. On 05oct2020 it was reported that starting on 02oct2020 through 05oct2020, the patient's log file captured normal pump function while on the patient cable and batteries. The pump power was not elevated during that time period. There were also no notable alarm conditions or parameter changes during that time. It was later reported that an additional log file evaluation was requested by the customer. No alarms were noted over the previous weekend, the driveline x-ray showed no visible damage (about 3/4s of driveline taped with silicone tape), labs have been non-concerning for pump thrombus, left ventricle ejection fraction (lvef) is about 40% on echocardiogram with atrioventricular opening with every beat. A non-contrast computed tomography (CT) of the chest was planned for 06oct2020 to evaluate inflow and outflow cannulas (renal function declined over the weekend, not allowing for a contrast CT). The vad coordinator requested a driveline repair for the patient. Additionally, the site believed that the inflow cannula appeared to be directed toward the free wall of the left ventricle. Ts agreed and communicated that an external driveline replacement would be the most appropriate next step for the patient. Additional information communicated on 07oct2020 reported that x-rays of the patient driveline were taken (however no results were provided). The patient's ldh and plasma free hemoglobin were within normal range and are not concerning for pump thrombus. The patient continues to remain asymptomatic and stable. The pump stops and low speed advisories have resolved, however the vad coordinator is not sure how/why those alarms resolved. On 07oct2020 ts representatives arrived onsite for driveline evaluation/repair. The repair was performed about 3 inches from the exit site. After the repair the patient was tethered onto a grounded patient cable without issue. No alarms were noted at that time. On 23oct2020 additional information was received that the patient continued to have low flow, low speed, and pump off alarms post the percutaneous lead replacement that occurred on 07oct2020. Ts reviewed the log file and noted 8 pump stops and 70 low speed operations since the driveline repair. Speed drops as low as 0 rpm were also noted. These issues appeared to be occurring on both the power module and batteries. The external driveline replacement performed on 07oct2020 did not remove the section of driveline causing the issue. The issue appears to be in the internal portion of the driveline. No additional repairs can be performed.

Manufacturer narrative:
Section b5 and d7: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information reported that the patient underwent a pump exchange on (B)(6) 2020. The patient was re-implanted with another abbott device (B)(6).